Event description:
It was reported that after stent implant of a non-av stent, a 5.0 x 12mm voyager nc was used for post-dilatation. The balloon ruptured during the first inflation at 10 atmospheres. The procedure was completed using a non-av balloon w/o any difficulties. No pt effects were reported.

Manufacturer narrative:
(B)(4). Eval summary: factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during mfg, weak materials, excessively applied pressure, or interactions with accessory devices, pt anatomy, and/or lesion calcification or tortuosity. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. The pt anatomy was mildly calcified and the voyager nc was used to post dilate a stent, which likely contributed to the reported rupture. It is possible that the balloon material was damaged (scratched) during interactions with other devices, or pt anatomy, such that the balloon ruptured upon the first inflation at 10 atmospheres (atm) which is below the rated burst pressure (rbp) of 18 atm. A review of the product mfg records did not reveal any non-conforming material records associated with this event. In this case, w/o the product examine, a definitive cause for the reported balloon rupture cannot be determined.